Event description:
It was reported that 48 hours after the x-ray control on (B)(6) which was ok, the pt got out of the bed and felt a snap and pain and a fracture of the acetabular insert occurred.

Manufacturer narrative:
The manufacturer did not yet receive explanted devices, x-rays or further documentation for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info including the final investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).